Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) three months ago. There is currently no twos being observed and the issue was thought to be related to patient clinical status change. No programming changes were suggested and the lead remains in use. No patient complications have been reported as a result of this event.